Event description:
It was reported that the patient experienced shocking in the chest and had the device replaced. The physician also felt as if the device didn't last as long as the kinetra. Normal impedances were reported. There were no injuries and the patient recovered from the replacement with no sequela.

Manufacturer narrative:
Adaptor model 64002 lot n289827 implanted: unk explanted: (B)(6) 2012. Final analysis of neurostimulator (B)(4) revealed no significant anomalies. It was considered to be normal battery depletion and the neurostimulator functioned properly. Final analysis of adaptor lot n289827 revealed no anomalies.